Event description:
Surgeon was inserting a screw into the glenoid component during right total shoulder arthroplasty, and the tip of the screwdriver broke. The piece remained within the socket of the screw head and could not be released with any instrument, thus the anspach was brought out and used to bur this down flush with the surface of the screw so as not to obstruct seating of the polyethylene component. The pt has no further complications and left operating room in stable condition.